Event description:
The patient reported on 3/24/97 having symptoms. Upon inquiry the device was found to be at different settings than programmed during the last follow-up, and the date last programmed is the same as date of last follow-up. The circadian rate changed from 75 to 45 ppm. It is thought that this is what caused the symptoms. The patient denies any reprogramming or surgery since 12/18. The patient works in a hospital "around lots of equipment."